Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the sales rep that before an unknown procedure on 12/3/2020, it was observed that the ntermed tubeset schkvlve device after opening the package a long hair was found. Another like device was used to complete the procedure with no surgical delay or patient consequences. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that before an unknown procedure, a long hair was found after opening the package of the fms fluid management system intermediary tubing with one-way valve. The complaint device was received and evaluated. It was found that the tyvek lid was opened. Also, visual observation revealed that there is a hair inside the package between the retainer lid and the intermediary tray. The external packaging did not present any anomalies. A manufacturing investigation will be performed; based on the information received, the manufacturer has very strict and detailed procedures to eliminate hair contamination in product; their procedure details the cleanroom requirements. A harmac employee¿s hair may not have been completely contained and fell into the product tray. It is also possible the tray was received from the vendor with the hair present and it went undetected during production. The complaint received states that the hair was found after the tray was opened. The means the hair could have fallen into the tray during the end users handling. It is not possible to determine which of these scenarios occurred. In conclusion, the manufacturer document the three times a day inspection of the manufacturing area along with product inspection as part of the DHR documentation process. They also employ and document an independent inspection of all products and work areas by an independent product review technician. Finally, the manufacturer showed personnel training on care and clothing requirements during production. Also, the training documents to reinforce the controls in the production. Likewise, an inspection of the product and the process was made, the results show that the process did not showed incidents a DHR review was conducted for the lot involved without any related findings. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.